Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 500 was confirmed.

Event description:
The facility reported a fail code 500, which did not occur during patient infusion. No additional information was available. He hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.